Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was out of order. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a battery problem and the battery needed to be changed. The rse stated that the customer would call for a quote. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that there was a battery problem and the battery needed to be changed. The rse stated that the customer would call for a quote. Multiple good faith efforts (gfe) were attempted to obtain the patient information and confirmation of the part order, part replacement, and resolution. No response or further information was received from the rse. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.